Manufacturer narrative:
(B)(4). PMA/510(k) number = k133114. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that after opening the micropuncture transitionless stiffened cannula access set, the tip was frayed (medwatch 1820334-2018-00904). A second micropuncture transitionless stiffened cannula access set was then opened with the same results (medwatch 1820334-2018-00905). Neither device was used on the patient. The unspecified procedure was successfully completed using a third micropuncture transitionless stiffened cannula access set. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the tip of the inner dilator was frayed and folded in on the lumen. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.